Event description:
On (B)(6) 2009, an spontaneous report was rec'd from a nurse practitioner regarding a (B)(6) female who rec'd an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included an unspecified immune disorder, arthritis, rosacea, shingles, migraines, bruising, varicose vein, t-cell lymphoma (diagnosed in 1998; the pt had no problem with the lymphoma for years) and previous injection with botox (botulinum toxin type a). The pt was skin type 1. Concomitant medications included prednisone, frova (frovatriptan succinate) and ex-lax (sennosides). On (B)(6) 2009, the pt rec'd a 0.5 ml injection of restylane to each of the following sites: the bilateral nasolabial folds, oral commissure and bilateral marionette lines, using the threading technique and a total of 2 syringes. The pt had been cleared by her primary physician to receive the injection with restylane. Pre-procedure medications included topical lidocaine and tetracaine. Add'l procedures performed at the time of implantation included botox injections to the glabella, crow's feet and forehead. On an unspecified date in (B)(6) 2009, the pt informed the injecting nurse practitioner that she had the "beginnings of cysts" in her cheeks. On (B)(6) 2009, the pt was seen by a dermatologist, who informed the pt that her immune sys was rejecting the product and encapsulating the filler. The injecting nurse practitioner had not yet examined the pt as of (B)(6) 2009 and was unclear if the restylane had caused the event. On (B)(6) 2009, the dermatologist reported that he saw the pt on (B)(6) 2009 and that the pt had mentioned that the "knots" were growing. The nodules were subcutaneous and non-tender and had developed in the area where the product was injected. The dermatologist thought that these nodules were probably a biofilm and believed that the pt was having a foreign body reaction. No treatment was provided. The dermatologist noted that the pt was having this cause and effect relationship, with the nodules forming, and believed that this could be from the injected product. On (B)(6) 2009, an ear, nose and throat (ent) physician's nurse reported that the ent physician had observed that the filler was "clumping" in the pt's skin on (B)(6) 2009. The pt rec'd an injection of lincomycin 2 cc and was instructed to return the following week for another injection. No specific diagnosis for the pt's symptoms was given. By (B)(6) 2009, the current status of the pt's symptoms was unk. The ent physician's nurse felt that it was hard to say whether restylane had caused the symptoms or not, because they did not perform the injection and could not confirm the product or injection technique used.

Manufacturer narrative:
The lot number for both syringes was 9731 and the expiration date was 05/2011. Add'l PMA# p020023.